Event description:
The following information was reported to kci: a patient on a prevena experienced "excess bleeding." The patient has an above the knee amputation wound and allegedly filled 500ml canister. No additional information is available.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.